Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 5f sheath (model unknown). A 50/50 contrast and saline mixture were used. A pre-procedure femoral angiogram showed "heavy" calcification in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure during pullback towards the arteriotomy, prior to the sealant being deployed. The device was removed and the patient was converted to 15 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1317110) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed "heavy" calcification in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.